Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller is being evaluated for the reported event of atypical low voltage alarms. The heartmate 3 system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review. Submitted log files revealed no anomalies. There were no notable alarms active in the log file. Pump operation was not affected. Additional information provided revealed that the battery clip exchange resolved the reported alarms, and that no other equipment was exchanged. A root cause for the reported event could not be conclusively determined through this investigation. The reported alarms were unable to be confirmed. The reported alarms were unable to be correlated to a device related issue with the system controller. The device history records were reviewed and the records revealed the system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had several low power advisory alarms at home although fully charged batteries were connected. Log files were downloaded but no direct anomalies were notes and the described events were not seen. The patient was sure that the alarms appeared during the past weeks. Because of that, the hospital decided to exchange the battery clips. As of 08nov2024 no further alarms appeared. It was noted that no further equipment was exchanged, but the system controller returned for evaluation.